Event description:
Implant card was received indicating the patient had a prophylactic battery replacement. The explanted device has not been received to date.

Event description:
It was reported that patient has experienced an increase in seizures. Patient was in an adult day program and magnet was not worn but in the patient¿s backpack resulting in multiple seizures. Patient had been seizure free for several years prior. The patient¿s mother notes that the magnet was very close to the generator causing the vns to be disabled, that the loss of therapy from disablement likely caused the seizure events. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.